Event description:
It was reported that the patient presented in clinic. Upon device interrogation, it was found that the patient's implantable cardioverter defibrillator (ICD) exhibited intermittent interrogation. Additionally, electrogram (egm) data was missing. No intervention was performed, and the patient was stable.

Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) failed to interrogate due to the absence of bluetooth telemetry. The bluetooth dongle was removed to resolve the issue, and the patient remained stable.

Event description:
Additional information received indicated that wand only telemetry was utilized to complete the interrogation. The patient remained stable.